Event description:
It has been reported to philips that the wireless footswitch was not working on the zenition 70 system. No harm has been reported to philips. We are conservatively reporting this event as the investigation is ongoing.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided the wireless footswitch did not function during a procedure. The philips service engineer inspected the system onsite and confirmed that the wireless footswitch base station won't be able connect to the footswitch. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction/field safety corrective action (z-0648-2022). The codes were updated based on the investigation outcome. The conclusion code was corrected.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-2021/11/22-010-c, which addresses the causes associated with the reported malfunction.